Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s parents reported via phone call there was lot of air bubble present in insulin pump. Customer's blood glucose level was unknown. Customer also stated that the insulin pump had no delivery alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The reservoir will not be returned for analysis.